Event description:
It was reported that this right ventricular (rv) lead exhibited shocking impedances greater than 125 ohms. Boston scientific technical services (ts) discussed troubleshooting options with the health care professional (hcp). The lead remains in service at this time. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that this right ventricular (rv) lead exhibited shocking impedances greater than 125 ohms. Boston scientific technical services (ts) discussed troubleshooting options with the health care professional (hcp). The lead remains in service at this time. No adverse patient effects were reported. Additional information received reported that this rv lead continued to exhibit high out-of-range shock impedance measurements, now in the 130-150 ohms range. The lead was programmed to triad, and a shock vector breakdown revealed that the rv coil was compromised with shock impedance measurements in the 160 ohms range. Review of lead trends showed a gradual rise in impedance measurements, consistent with lead calcification. Technical services (ts) discussed troubleshooting options, including synchronized shocks and potential lead revision. This rv lead remains in service. No adverse patient effects or interventions were reported at this time. Additional information received reported that commanded shocks were performed, and an in-range shock impedance measurement below 120 ohms was obtained afterwards. This rv lead remains in service. No additional adverse patient effects were reported.